Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead was exhibiting no capture, unacceptable thresholds, and sensing difficulty. An atrial lead perforation and pericardial tamponade was noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.